Event description:
It was reported that the white plastic piece on the back of the motor drive unit is broken. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
(B)(4). Broken pneumatic switch. Conclusion: the actual device involved in this event was returned for eval. The eval found a broken pneumatic switch.